Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in process. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa17aug2007 letter.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.